Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after feeling a vibration. It was noted that the implantable cardiac defibrillator was in backup mode. The asymptomatic patient was later seen in the clinic for a device follow up. The device download was performed successfully.